Manufacturer narrative:
Concomitant product(s): cook ds-60cc-s dilation syringe. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A functional test could not be performed due to the condition of the returned device. A visual examination of the balloon showed a rupture along the length of the balloon. The catheter did not show any kinks or bends along its length. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Prior to distribution, all hercules 3 stage balloons esophageal are subjected to a visual examination to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an esophageal dilation procedure, the physician used a cook hercules 3 stage balloon esophageal. The balloon burst during inflation. The target site was identified, and the endoscope was advanced to the appropriate position without any difficulty. The balloon was inflated using a cook ds-60cc-s dilation syringe and sterile water. The balloon functioned correctly for stages one and two of the dilation (without deflation between stages); however, upon reaching the third stage, the balloon burst unexpectedly. The device was removed and inspected for damage, and the procedure was completed with another of the same device. No adverse effects to the patient were reported.